Event description:
Slowly my 10 year old lap band started destroying my life. I have been malnourished for years, vomiting daily as I could not eat most days, causing teeth to fall out. Joint and back pain constantly. I was finally able to have it removed. But had to pay for it out of pocket, due to insurance refusing to cover. These things should be banned.